Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta valve was implanted in the patient. Seven years after, patient presented with shortness of breath and the imaging showed valve failure. On (B)(6) 2024, the valve was explanted and a new 27mm non-abbott valve was implanted after doing a root enlargement. The explanted valve was calcified. The patient was reported stable and recovering.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant of valve and valve noted to be calcified upon explant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.